Event description:
It was reported that right ventricular (rv) lead impedance had increased to a high range over time. The lead was also noted to have high thresholds in unipolar configuration and no capture in bipolar configuration. The lead was capped and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.